Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker and the right ventricular (rv) lead exhibited noise oversensing. No intervention was performed. The patient condition was unknown.